Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947, implantable tachy lead, (B)(6) 2006; 5092, implantable pacing lead, (B)(6) 2002. (B)(4).

Event description:
It was reported the remote data transmission revealed oversensing and intermittent sensing of noise on the atrial lead. The current electrogram showed appropriate sensing. The lead remains in use. No patient complications have been reported as a result of this event.